Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/5/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: were there patient consequences? If yes, please specify. How many devices demonstrated the alleged deficiency? Name of procedure? On (B)(6) 2024, dr. (B)(6), vascular surgeon, (B)(6) hospitals, (B)(6) has used our sutures w8704 (prolene 7-0), w8707 (prolene 6-0) in arterial repair procedure. During the procedure our both sutures have broken even after several attempts of usage. Doctor is saying that 5 foils of above-mentioned codes have broken during the procedure. Pharmacy in charge told me that they have purchased above codes from (B)(6) enterprises only & confirmed me that they have handled the sutures properly. After the above-mentioned incident they immediately used competitor company sutures, they got no problem with it. Doctor himself confirmed me the same above-mentioned things. So please do the needful in this regard. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an arterial repair procedure on (B)(6) 2024 and suture was used. It was reported that the sutures have broken even after several attempts of usage. There were no patient consequences reported. Additional information was requested.